Event description:
It was reported interferene during use. No patient injury or significant delay were reported, however, no back up was available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the pump handle was broken on the controller and the door is open and unable to be closed. The returned device was tested using a known good compatible wand which was found that the unit could not be tested due to the saline pump handle was broken and the pump door was not able to be closed. The unit cannot be navigated past the saline door closure animation screen. The sd card information was downloaded and the information shows the following error/s: the sd card download shows no reading were record for the life of the controller. The complaint was not verified and the root cause was determined to be due to expected wear / tear. Factors which can lead to interference issue include: 1. There may have been an issue with another device used as part of the system. 2. There may have been a loose cable connection between the returned controller and the device which could cause interference. There were no indications to suggest the device did not meet product specifications upon release into distribution.